Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A promus elite ous mr 38 x 3.00mm was deployed to treat the target lesion. After post-dilation the physician noted a proximal edge dissection in the proximal part of the stent. Another promus elite was then deployed overlapping to cover the dissection, completing the procedure successfully. The patient was stable post procedure and fully recovered.